Manufacturer narrative:
Ps250231. Lot number: 2100157420; manufacturing date: 02/19/2017; 2100167483; 03/03/2017; 2100172537; 03/10/2017. We are currently in the process of obtaining the complaint rt266 infant dual heated evaqua2 breathing circuits from the hospital for investigation to determine if they had a malfunction, which could have caused or contributed to the reported event. We will provide a follow up report once we have completed our evaluation.

Event description:
A hospital in (B)(6) reported via a distributor that the swivel y-piece of some rt266 infant dual heated evaqua2 breathing circuits were broken, which was observed before use.

Manufacturer narrative:
(B)(4). Lot number & device manufacture date: lot number manufacturing date: 2100157420 02/20/2017; 2100167483 03/03/2017; 2100172537 03/10/2017. The correct manufacturing date for batch number 2100157420 is 02/20/2017. Manufacturer narrative method: the complaint rt266 infant dual heated evaqua2 breathing circuits were returned to fisher & paykel healthcare in new zealand for investigation. The returned devices were visually inspected and pressure tested for leaks. Results: visual inspection revealed a crack along the swivel wye ports. Some returned infant breathing circuits showed signs that excessive force was applied when inserting the breathing circuit limb into the swivel port. The pressure test results of some of the returned infant breathing circuits were outside of the specification. Conclusion: investigations into this issue have determined that the cracking has most likely occurred due to improperly mixed material in the batch. We have since contacted the supplier and arranged for them to supply the molding material with the two parts already mixed. We anticipate that this will resolve the issue and the project to implement this change is currently in process. All rt266 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt266 infant dual heated evaqua2 breathing circuits state the following: - "check all connections are tight before use." - "perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." - "set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported via a distributor that the swivel y-piece of some rt266 infant dual heated evaqua2 breathing circuits were broken, which was observed before use.